Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and inadequate stimulation of the implantable pulse generator (ipg). Charging re education was performed using multiple accessories and reprogramming was attempted several times. The patient underwent an ipg replacement procedure to address the therapy and charging concerns. Electrocautery was used during the procedure. The explanted device was retained by the surgery center and was not returned for analysis. The patient is reported to be doing great postoperatively.